Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025 which was cleansed with alcohol prior to insertion. On (B)(6) 2025, the patient experienced symptoms indicative of a localized infection, including redness, inflammation, burning sensation, and pain at the insertion site. The patient sought medical attention and consulted a healthcare provider, who prescribed an oral antibiotic (doxycycline, dosage unspecified). Treatment was initiated on (B)(6) 2025. No additional customer or event-specific details were available at the time of reporting. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.